Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the needle would not engage into the safety mechanism. No adverse health outcome resulted from this event.

Manufacturer narrative:
The customer reported that two device contributed to two reported events (one device per event). In response to the reports, two initial medwatches: 2183502-2016-01105 and 2183502-2016-01159 were submitted. The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for each medwatch follow-up. Visual examination of the returned devices found the first device to be free from any abnormalities or defects. The second device was found to have a bent needle; investigation was unable to determine the cause of the bend in the needle. Functional testing of both devices found them to operate as intended. Upon pulling on the device, both needles successfully locked into the capture shelves. The device history records of the reported lot revealed no non-conformities during manufacturing. The returned products were confirmed to operate as intended; no evidence was found to suggest the reported event was related to an intrinsic product fault. (B)(4).